Event description:
A customer reported that the t:slim x2 pump battery would not charge, despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level, as the pump did not shut down nor become inoperable. Once the new supplies were received, the charging issue was resolved, and no further assistance was required.